Manufacturer narrative:
On device return, an inspection found no damage or visual defects. The device performed as expected after replacing the has control board.

Event description:
Perfusionist reported that the gas calibration failed. Following this, error messages appeared repeatedly, including when the specialist attempted to increase the flow. There was no harm to the patient involved, despite switching to a different gas management system. We consider the loss of ability to control gas management to be reportable.